Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The returned aiming arm is in an almost brand-new condition with only slight signs of use. Summary the complaint condition that something has broken or fallen from the aiming arm, in a cylindrical shape, could not be detected. Besides some slight scratches inside the guiding holes, the instrument is in almost brand-new condition and is still fully functional. Without having the fallen-out piece back, it is not possible to determine the exact cause of this occurrence or take our investigations any further. No defect or manufacturing related issues were found during the performed cq evaluation. Therefore, the in the investigation flow listed remaining investigation steps are not required and we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.019.008. Lot:8346824. Manufacturing site: hägendorf. Release to warehouse date: 26.april 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, patient underwent an open reduction internal fixation (orif). During the procedure, an unknown multiloc humeral nail (mhn) was applied for humeral diaphyseal fracture. The surgeon used an unknown long nail first. After making an incision, the aiming arm, an unknown insertion handle, and the nail were assembled. Then, when the surgeon tried to insert the nail into the bone by free hand, a black part with a cylindrical shape fell from the aiming arm. Though the surgeon thought this event would not be affected by the functionality of the device, the surgeon replaced the nail to another short one for caution. Thereafter, there were no problems noted during the procedure. The surgery was completed without any delay. Reportedly, there was no adverse consequence to the patient. Concomitant devices: humeral multiloc nail (part#unknown, lot#unknown, quantity#1) insertion handle (part#unknown, lot#unknown, quantity#1). This report is for one (1) aiming arm. This is report 1 of 1 for (B)(6).